Manufacturer narrative:
Date of event and UDI number is unknown. No information has been provided to date. One device was received. A visual inspection showed a scraped-up enclosure, cracked water tank, faded line cord, and faulty micro switch. Filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The light-emitting diodes (led)'s on the printed circuit board (pcb) were damaged or broken off the printed circuit board (pcb) confirming the customer complaint. Root cause was due to forcing the front cover on the device. Replaced the printed circuit board (pcb), enclosure, tank cover, micro switch, and line cord. Performed preventative maintenance (pm). A device history record (DHR) review indicated that device was correctly assembled, and all hardware properly secured including the enclosure and cover. No discrepancy or damage was noted.

Event description:
It was reported that the device had broken leds. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.